Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage. The customer states there was fluid in the pump. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.